Manufacturer narrative:
The customer provided instrument files for investigation and the investigation is ongoing. The cause of this event is unknown. The customer states they are currently operational on the instrument.

Event description:
The customer reported discrepant low sodium results when compared to repeat testing on a lab instrument. There is no report of injury due to this event.